Event description:
The customer reported a motor error alarm. The blood glucose reading was 220 mg/dl. The patient does not recall any significant events leading to the alarm. The insulin pump was not exposed to a strong magnetic field or an MRI. The customer was assisted with clearing the alarm. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump alarmed a motion sensor test failure during rewind, due to out of phase motor encoder signal. Unable to perform displacement test and confirm motor error due to alarm. Insulin pump received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.